Manufacturer narrative:
Device evaluation is not necessary as the arrhythmia is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that at a new patient implant, the patient was found to have an irregular heart beat following the administration of anesthesia. The case was aborted prior to vns being introduced into the sterile field. No further relevant information has been received to date.